Event description:
The patient was prepped and draped. The surgeon grabbed the esmark from the single sterile basin. A strand(s) of hair was found on the esmark roll by the surgeon. The esmark was by itself. The band was still on the esmark roll when the hair strand(s) was spotted, and the hair was underneath the band.